Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a symptomatic patient presented in clinic for follow up, post-sensed t-wave oversensing was observed. The patient received inappropriate antitachycardia pacing. The device was reprogrammed. The patient condition is stable.